Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Pump was received with intermittent button response due to broken solder joint of keypad connector pin. Unit had missing segments due too pen heat bond of zebra connector long side on lcd. Unit had cracked case underneath overlay, cracked overlay and scratched overlay.

Event description:
Customer reported issues with the insulin pump. Customer states that the buttons of the insulin pump are unresponsive. The blood glucose reading is unknown. Nothing further reported.